Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: sc-2108-50m, model: sc-2108-50m, serial: (B)(4), batch: 11183/14009.

Event description:
It was reported that the patients ipg was unresponsive and stimulation was never felt in the right place. The patient underwent a revision procedure wherein the old ipg and leads were replaced. The explanted devices were discarded.